Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter stated some days the pump would emit multiple, ¿no prime,¿ alarms. The battery and infusion set reportedly was replaced several times with no resolve. It was also noted that the battery cap tightly secured to the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2015 with the following findings: a review of the black box revealed a call service (cs) "162 loss of prime" warning with low non-zero force. The returned battery cap was used during investigation. During evaluation, a 24 hour duration test was successfully performed on the pump with no loss of prime warnings duplicated. The force sensor was found to be within calibration. The pump case was removed; the force sensor pins were found to be seated and the solder connections were intact. There was no evidence of cracked force sensor traces. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.